Manufacturer narrative:
(B)(4). Batch # p93c2w. Additional information was requested and the following was obtained: seeking clarity on ¿concomitant¿ of the olive plug was missing when the packaging was opened. Does this mean the whole olive plug was missing? Or, is there a piece of the olive that is missing? The whole olive plug was missing. Additional information was requested and the following was obtained: seeking clarity on ¿concomitant¿ of the olive plug was missing when the packaging was opened. Does this mean the whole olive plug was missing? Or, is there a piece of the olive that is missing? The whole olive plug was missing. Device analysis: the analysis results found that a 2h12lp device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection of the device, the olive plug assembly was confirmed to be missing. The condition of the missing component is related to the manufacturing process. The batch/lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, it was found that the concomitant of the olive plug was missing when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.